Manufacturer narrative:
Complaint conclusion:  during the use of a saber balloon catheter (rx 6mm x 10cm 155cm), it was reported that the balloon was delivered to the lesion and inflated. However it ruptured at 8atm (eight atmospheres).  Therefore, it was removed intact from the patient and another same size balloon catheter was used. The procedure finished successfully and there was no reported patient injury. The patient's vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop or removing the protective balloon cover.  There was no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product the product into the patient.  The device was prepped normally, maintaining negative pressure.  This was an endovascular treatment to an unknown target lesion. No additional information is available. The product was not returned for analysis.  A device history record (DHR) review of lot 17403301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported "balloon burst" could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. According to the instructions for use "prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon." Neither the DHR nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
During the use of a saber balloon catheter (rx6mm10cm155), it was reported that the balloon was delivered to the lesion and inflated. However it ruptured at 8 atmospheres (atm). Therefore it was removed intact from the patient and another same size balloon catheter was used. The procedure finished successfully and there was no reported patient injury. The product will not be returned for analysis. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepped normally, maintaining negative pressure. This was an endovascular treatment to an unknown target lesion. The patient's vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. No additional information is available.